Manufacturer narrative:
Investigation summary: bd received one sample and one photo for investigation. The evaluation of the photo indicated that an incorrect cap had been applied to the edta tube. Further evaluation of the returned photo showed a wrongly colored cap had been attached to one tube. Additionally, a total of 100 retained samples were visually inspected, and no incorrect color caps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect cap color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k3e plus blood collection tubes, there was 1 tube with an incorrect cap color in packaging. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® k3e plus blood collection tubes, there was 1 tube with an incorrect cap color in packaging. No health impact or consequence reported.